Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead migration, which was confirmed via x-ray. The patient underwent a lead explant procedure and was doing well post-operatively. The explanted leads were discarded.